Event description:
It was reported the customer experienced blood glucose (bg) of 49 mg/dl. Cause for bg was unknown. The customer addressed bg with consuming carbohydrates. Tandem technical support performed a pump system check and found the pump to be functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.